Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for return to stock evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation and testing, the device failed repair testing for o2 low flow and was returned to the technician for further evaluation. No additional information is available at this time. A follow-up report will be submitted upon receipt of additional information.